Event description:
On 01/20/2012, the statement "during nj tube placement there was a gastric laceration" was provided to cook by: (B)(4) - global.qualitysystems@abbott.com. Abbott healthcare product (B)(4). From viewing this website: http://clinicaltrials.gov/ct2/show/nct00335153, cook was able to determine that abbott is the sponsor of a clinical trial starting in january 2008 and estimated to finish in june 2012. The primary objective of this study is to provide further evidence of the long term safety and tolerability of levodopa-carbidopa intestinal gel (duodopa) over 12-months in subjects with advance parkinson's disease (pd) and severe motor-fluctuation. The sponsor is abbott and the collaborator is quintiles. While the clinical trial involved the long term safety and tolerability of levodopa-carbidopa intestinal gel (duodopa), a commercially available cook nasal jejunal feeding tube (recorder number njft-10) was placed to facilitate delivery to the drug in this case. We requested add'l info regarding device usage and pt outcome but abbott and quintiles did not provide any further details.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use for this device states: "a thorough understanding of the technical principles, clinical applications and risks associated with nasal jejunal feeding tube placement is necessary before using the device." Prior to distribution, this product is subjected to a visual examination and dimensional verification to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: the info provided was discussed with clinical personnel. Based on the info provided it is unclear if use of the cook device caused or contributed to this occurrence. This report is being provided out of an abundance of caution. The reason for the delay between the date of occurrence and when cook was informed, is unk.